Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas pure e 402 analytical unit. Sample 1 initial result was 26.6 pmol/l, and the repeat result was 279 pmol/l. Sample 2 initial result was 210 pmol/l, and the repeat result was 18.8 pmol/l.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Contamination within the customer's lab by dust containing estradiol was identified during a contamination check. No product issue was found.